Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. Reportedly, excessive bleeding along staple lines occurred. Endo clips were applied along the staple lines to achieve hemostasis. No further patient injury reported.